Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction during scheduled preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. As the device was not returned and follow up attempts to the customer went unanswered, an evaluation could not be completed for the device.